Event description:
It was reported to boston scientific corporation on may 2, 2019 that a flexiva ID 550 laser fiber was used in a prostate nucleation procedure in the prostate performed on (B)(6)2019. According to the complainant, during the procedure, the laser fiber was broken and laser energy escaped causing to burn two holes on the drape. The procedure was completed with another flexiva ID 550 laser fiber. There was no serious injury nor adverse patient effects as a result of this event.

Manufacturer narrative:
Block e4: maude report received (user facility) number: mw5086501. Block h6: problem codes 1069 and 2532 captures the reportable event of fiber broke and misfired. Block h10: investigation result one flexiva ID 550 laser fiber was returned broken in three pieces. The first piece measured approximately 83.4 cm from the top of the connector to the break. The second piece measured approximately 114.9 cm from the break to the break. The third piece measured approximately 71.9 cm from the break to the break. The remainder of the fiber, including the distal tip, was not returned. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during use, resulting in a misfire. The condition of the returned device confirms that the fiber was broken and misfired. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and the device met all manufacturing specifications.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID 550 laser fiber was used in a prostate nucleation procedure in the prostate performed on (B)(6) 2019. According to the complainant, during the procedure, the laser fiber was broken and laser energy escaped causing to burn two holes on the drape. The procedure was completed with another flexiva ID 550 laser fiber. There was no serious injury nor adverse patient effects as a result of this event.